Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an infection. A the time, this right atrial (ra) lead was implanted. The entire system was explanted to resolve the issue. No additional adverse patient effects were reported.